Event description:
A large number of medfusion pumps in our fleet have been showing the fault 'system failure: supercap post'. The hospital has tried a few different ways of supporting the assets including battery and board replacements. Smith's medical has been notified but no progress has been made. The issue has been escalating since (B)(6) of last year and the reports out of the pharmguard server show the number of unique serial numbers to have a 'system failure: supercap post' fault has increased from 157 in (B)(6) last year to 271 in (B)(6) of this year. The number of 'system failure: supercap post' events has increased from 383 to 1,193 in six months. This is out of a fleet of 707 medfusion 4000 pumps. The surge in failures causes frustration for the staff because of the shortage of pumps. This has resulted in delays to care and submission of incident reports by staff. We have also analyzed the 'system failure: depleted battery' events for the pumps which has actually declined over the same period suggesting that these supercap failures are a separate issue than the battery being run too long. When cycling, the power of the same pump will sometimes come back normally and other times show the fault. The inconsistency makes it difficult to determine the root cause of the problem. See attached image of surge in 'system failure: supercap post' faults. Per site reporter: we have communicated the issue with smith's medical but there has been no instruction on how to correct other than replacing the board which has not helped and is costly. Also tests of the board don't suggest that it has failed. There has been no significant interest in continually assisting us as this is an ongoing issue that has been escalating since (B)(6).